Event description:
The device cannot pace when connecting with the temporary cable. The signal was unstable and led to patient having bradycardia, slow heart rate and cardiac arrest. A new cable was used and device function returned to normal. Should additional information be received, this file will be updated.

Manufacturer narrative:
We received your event description for the device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is therefore based on the available information. As already mentioned in the complaint description, the patient cable used in the procedure was replaced, afterwards the external pacemaker worked as expected. Based on this information, it has to be assumed that the root cause of the clinical observation is to be found in the patient cable used, or an insufficient connection of the patient cable. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices.